Event description:
The patient experienced erosion of the ins in the right chest. The ins was removed and the extension was cut on (B)(6) 2013. Antibiotics were administered. On (B)(6) 2013 the partial extension that was connected to the lead was removed. A new extension was tunneled down to a pocket in the right abdomen and a new ins was implanted. The company representative reported on (B)(6) 2013 that the cause of the erosion was still being determined by the neurosurgeon. The doctor felt it could have been the large size of the ins but other factors that could have contributed to the erosion were being looked at by the hospital. The patient was receiving effective therapy and stimulation.

Event description:
Additional information received reported that the system was removed and the patient was placed on antibiotics. It was noted that the patient was on an antibiotic for several weeks before the new system was placed. The reporter noted that cultures were sent. It was noted that the new device was placed in the abdomen. The reporter stated that they didn¿t believe the cause of the erosion was determined. It was noted the patient was thin and that the health care professional felt it could be the shape of the device.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3389s-40 lot# va077rr, implanted: 2013 (B)(6); product type lead product ID 3389s-40 lot# va07192, implanted: 2013 (B)(6); product type lead product ID 37092 lot# 392630002; product type accessory product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).